Event description:
It was reported that the patient had unrelated trauma and presented to a follow up appointment with approximately a centimeter of the electrode eroded through the skin. It was determined that the area was infected. The device and electrode were explanted and replaced as a result of the infection. No additional patient consequences were reported.